Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device - 2 days. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced multifactorial postoperative shock with hypotension requiring vasopressors. The patient experienced hepatic dysfunction, and acute renal failure the following day. Low flow alarms had been observed starting on (B)(6) 2018. Fluid boluses were given, and an intra-aortic balloon pump (iabp) was placed (B)(6) 2018. Transesophageal echocardiography (tee) performed (B)(6) 2018 showed the left ventricle under filling, and some right ventricular dysfunction. Bandemia and fevers were observed, and zosyn and vancomycin were used for treatment. Cultures were negative. The patient was taken to the operating room for lvad inflow cannula repositioning. The patient experienced bleeding of unknown origin intraoperatively. Postoperatively, a decision was made by the family to withdraw support and the patient expired (B)(6) 2018. The cause of death was reported as cardiogenic shock with right heart failure. No additional information was provided.